Event description:
Based on medical records provided by the pt's attorney: (B)(6) 2004 - pt underwent right inguinal hernia repair with a kugel patch. On (B)(6) 2005 - pt underwent laparoscopic robotic prostatectomy and pelvic lymph node dissection, male sling procedure and closure of vesicostomy. It was noted that exploration of the extraperitoneal space revealed the kugel patch to not be in proper position. It was adhesed to the dome of the bladder wall which was then adhesed to the right pelvic sidewall. This had to be taken down, performing a vesicostomy at the time of this takedown. Also noted was that the kugel patch was not anchored to the cooper's ligament. It appears that the kugel patch was manipulated, but not excised during this procedure.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Currently, it is unk whether the device may have caused or contributed to the reported event. There were no product identifiers in the medical records provided; therefore a DHR could not be conducted. Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn.